Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical nephrectomy procedure the device tore. Another like product was used to complete the case. There were no patient consequences.